Manufacturer narrative:
(B)(4). Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received blank display. Customer's blood glucose level was 145 mg/dl. Customer stated that the clean battery cap and changes few battery but no results found. The device will be returned for analysis.